Event description:
Patient seeking legal action

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient seeking legal action. *update: 10/14/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 3/31/2014- patient was revised to address pain.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Update: 10/14/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd 3/31/2014- patient was revised to address pain. The complaint was updated on: 04/30/2014. Doi: (B)(6) 2009 dor: (B)(6) 2014 (right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis and elevated metal ions. Added law firm, revision surgeon, hospital, expiration date of ips and updated patient harms. Stem were added due to alleged elevated metal ions.